Event description:
It was reported that during an unknown procedure, it was observed that there was no feedback from the device when the firing trigger was squeezed down. Another device used to complete the procedure. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
(B)(4) date sent: 09/12/2025 d4: batch #935c41. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The reload was received fully fired. Furthermore, the anvil knife slot was noted to be damaged, one side of the knife wings was noted to be out of position, block the knife from closing and returning, the other side of the knife wing was broken off. No functional test was performed due to the condition of the device. In addition, no damage was found on the firing trigger of the returned device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Regarding the damaged to anvil and knife slot, it is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The event described "damaged firing trigger" could not be confirmed as no damage was found on the firing trigger of the returned device. Although the cause of the reported incident "damaged firing trigger" could not be determined, proper use of the endo linear cutters - echelon 60mm - powered+ is important to ensure functionality. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, c9dx2p, and no non-conformances were identified a manufacturing record evaluation was performed for the finished device batch number 935c41, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.